Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40 mg/dl. Reportedly, bg was caused by how the control iq software worked; details were not provided. Customer consumed carbohydrates to treat low bg. No additional patient or event information available.